Event description:
A surgeon reports that there was a "fragment" attached to the haptic. It was reported that a second surgery was performed in order to remove this fragment. The intraocular lens(iol) remains implanted.